Event description:
It was reported that during a routine device replacement procedure, the new device was connected to the existing lead and was tested, but failed to pace. The lead connection was tested and reconnected, but the device still failed to pace even after multiple reprogrammings. The device was not used and another device was implanted. Additionally, it was determined that the atrial lead had been implanted after the use-before-date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).